Manufacturer narrative:
An event of valve leaflets being unable to open and close properly was reported. Morphological and hydrodynamic examination indicated the valve met abbott specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Hydrodynamic testing upon return to abbott and at the time of manufacturing indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 27mm sjm masters series mechanical heart valve mitral standard cuff was selected for an implant. At the time of device preparation, the leaflets was moving normally when tested. During the procedure, after the implantation of the valve, the physician closed the incision of heart. The physician found that one leaflet couldn't move during the transesophageal echocardiogram (tee). He stopped the blood circulation and opened the heart incision again. He used a tester of silicon to test the leaflet function, found that the leaflets could open and close normally. The physician closed the incision of heart, but that leaflet couldn't move again. Device was explanted, and replaced a new 27mm sjm masters series mechanical heart valve mitral standard cuff that was implanted and leaflets moved normally. The procedure time was extended about 90 minutes. The procedure was finished successfully without patient consequence. The patient was given warfarin and and inr was 2.5. The patient remained stable throughout the procedure and is currently stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.